Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was found to be cracked. Evidence of moisture was observed behind the display. The pump failed a leak test due to the battery compartment crack and the audio bolus button cover being missing. Evidence of moisture was found in the pump. Additionally, superficial cracks were observed around the perimeter of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture behind the display and in the pump, and a failed leak test. This report is made based on results of investigation completed on (B)(6) 2016.